Event description:
Information was received indicating that a pump was alarming no disposable with a, smiths medical, cadd medication cassette. It was reported the end user had to self-mix two cassettes from her supply due to the alarming. The complaint form indicates there was not injury. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).